Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions on resetting the pump and guided the customer through the process. After the reset, the error did not reappear, and the customer was able to successfully resume their sensor session.